Manufacturer narrative:
Concomitant medical devices: 4592-45, lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing/high lead impedance and oversensing/ non-sustained ventricular tachycardia. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.